Event description:
It was reported that "during entry of the nail the strike plate was put in place (proximal portion targeting arm) and struck in the appropriate manner to assist in advancing nail. While impacting the strike plate, the distal sleeve/knob was loosened, upon reconnecting the nob/sleeve, it was discovered that the end of (B) (4) was damaged."

Manufacturer narrative:
Additional info has been requested, and if received will be provided on a supplemental report.